Event description:
A nurse contacted baxter great britain regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display while the home patient (hp) was connected. The technical service representative (tsr) explained the alarms to the nurse. The nurse stated the home patient (hp) had a loose connection with one of the supply bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a system error 2240 (air in set) was confirmed; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.